Event description:
Facility alleges the stretcher brakes were not functioning on the foot section. No alleged injuries.

Manufacturer narrative:
Tech found that the stretcher brakes were not functioning on the foot section. Found: bed brake linkage is not attached. Installed new brake linkage upgrade for the stretcher to resolve this issue.